Event description:
During surgical implant of iol, small scratches were noted on the lens by the physician. After the implant dr examined the new instrument. "Kelman-mcpherson forceps" and noted small burrs on this instrument under the microscope used during the surgical procedure. This was the first time this instrument had been used at the facility. The instrument had been used after processing with the instrument set as per policy. The instrument was immediately removed from use and MFR notified.